Event description:
It was reported that externalized conductors, loss of capture and low pacing impedance were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasions were found at 10.1-11.5 cm and 13.5-14.5 cm from the distal tip. External insulation abrasions were found at 7.5-7.7 cm and 8.2-8.7 cm from the distal tip, consistent with lead friction to another device. External insulation abrasion was found at 39.7-40.5 cm from the distal tip, consistent with lead friction to the ICD can. Multiple internal insulation abrasions were noted under the rv shock coil between 2.8-5.8 cm. Etfe coatings of the sensing and rv conductors were intact at these locations. No cause for the loss of capture or low impedance were determined.